Manufacturer narrative:
The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion, vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit, and sections of the emergency department. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. An inspection performed by a baxter technician noted that the bed¿s pcb assy upper control board was working intermittently causing the bed exit alarm to malfunction and be turned off intermittently. This was not evident to the end user as the bed exit was able to be set correctly, and it was also not evident at the nurse's station. In this event, the customer confirmed that the reported event did not result in patient harm. The technician replaced the pcb assy to resolve the reported event. Based on this information, no further action is required.

Event description:
It was initially reported that the bed exit alarm of the progressa bed did not prove an alarm, and this resulted in a patient fall. It was initially noted that the patient was injured as a result of the fall, but the reported could not provide injury details. During follow-up, the customer clarified that at the time of the event, a registered nurse found the patient laying on floor next to the bed. The rapid response team was called, vital signs, blood sugar and vbg were obtained. The patient was alert and oriented to his baseline. C-spine was placed, and the patient was returned to bed, the exit alarm was placed, and the patient remained on continuous 1:1 monitoring. Post fall imagining was obtained, a CT of the head and spine were normal, and CT of the chest confirmed multiple chronic bilateral rib fractures, which correlated with no point tenderness on clinical exam. Patient had a history of chronic falls prior to this admission. No patient harm related to the reported event was identified.